Manufacturer narrative:
This complaint is based on information within an article and no specific device information has been provided. As there is insufficient details of an actual device malfunction or adverse event that occurred the complaint cannot be confirmed. A device history record (DHR) review was unable to be performed as the device product part number and lot number was not provided within the article. Conclusion: considering the prospective cohort observational design of the study, high technical success rate (97%) and the fact that initial therapy for persistent branch vessel obstruction after tevar was primary stenting, while endovascular fenestration was the second option if cannulation of the vessels failed, one can infer that getinge¿s advanta v12 stents performed as expected. Especially important that primary stenting established direct blood flow to save organs without delay in friable, hemodynamically unstable patients with end-organ ischemia. H3 other text: product not returned.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow-up report will be submitted

Event description:
Received an article: eleshra, a. E. (2020). Endovascular therapy for nonischemic vs ischemic complicated acute type b aortic dissection. Journal of endovascular therapy, 145-152. Purpose: to report a single-center experience with thoracic endovascular aortic repair (tevar) for complicated acute type b aortic dissection (catbad) comparing patients with vs without end-organ ischemia. Method: between november 2010 and december 2017, 64 patients underwent tevar for catbad. Conclusion: tevar is an effective and safe method of treating catbad. Per the article deaths occurred within the study period.